Event description:
It was reported to carefusion that the physician was doing a one level unipedicular vertebroplasty (t-5) and while injecting the cement through the 13 gauge coaxial needle/cannula, the plastic cement vial shattered with cement debris and cement flying across the room. A piece of the cement flew into the eye of the anesthesiologist. The following additional information was obtained on (B)(6) 2011: after the anesthesiologist had the piece of cement fly into his eye, the physician asked him if he was all right and the anesthesiologist indicated that he was ok but thought that the piece of cement melted his contact lens. The sales representative (sr) then indicated that he believes the anesthesiologist did not require any medical attention and has had no further problems. The sr also indicated that afterwards, unrelated to the procedure the physician took a blunt trochar and stuck the trochar into the coax needle. The sr believes the physician just did this to put all the pieces together to send in the sample for evaluation.

Manufacturer narrative:
(B)(4). This MDR was previously submitted on (B)(6) 2011 and received by the FDA within the required 30 day reporting time frame bearing the registration number of cardinal health in error due to a reporting software discrepancy (report # 1423537-2011-00044). Carefusion has discussed with and been advised by (B)(6) of the FDA's office of surveillance and biometrics in the (B)(6) on (B)(6) 2011, to resubmit the MDR bearing carefusion's registration number and to include this verbiage within the report, as well as within carefusion's complaint management software. Evaluation summary: evaluation of the complaint sample noted the characteristic failure mode under excessive pressure buildup in the bone cement delivery system. The investigation was not able to confirm the system was clogged. Evaluation of the cement mixture inside the nozzle suggested the cement was cured inside the nozzle but the investigation was not able to confirm this as a contributor to the observed failure mode. A review of complaint data identified a previous failure mode of similar nature. A review of this previous complaint noted a potential contributor as excessive pressure in the delivery system resulting in a cracked barrel. A review of applicable manufacturing procedures did not identify any issues that may have contributed to the reported failure mode. A device history review (DHR), raw material history files, and the sterilization batch records for the listed manufacturing lot showed no recorded quality problems or rejections related to this incident. Based on the investigation results, a definitive root cause could not be identified for this failure mode. Review of the directions for use (dfu) identified precautions such as wearing safety glasses or face shield when using this system are noted. Product dfu also indicates not to force cement delivery against resistance or blockage.